Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber does not show signs of usage; the glass/metal cap exhibits signs of crystal deposits at the output window; the outer flow tubing open end exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Fiber card analysis: joules used: 1,070 joules. The fiber card is expired ¿ (B)(4). Probable root cause: based on the fiber card analysis, the probable root cause was determined to be that the fiber expired due to timeout limit reached (typically 150 minutes of fiber use or after 30 minutes of inactivity).

Event description:
It was reported that after expending a lot of joules on a large (300 ml) prostate, the fiber stopped working (563,854 joules used for 57:49 minutes). The fiber was replaced and the procedure continued using a second surgical fiber, however, the fiber was left idle to manage bleeding and the surgeon converted to turp. The surgeon then tried to use the idle fiber but it had timed out due to too high idle time (>30 minutes). A third surgical fiber was then used for 64,533 jules 10:25 minutes to complete the procedure. Patient outcome: "no injury to patient". This report is for the second fiber used.